Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: patient information could not be obtained due to country privacy laws. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 .h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
The customer declined ge service. No repair information available.